Event description:
It was reported that a solution administration set was leaking below the chamber. This occurred during infusion of trastuzumab. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection revealed that there was a leak from just below the drip chamber. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.